Event description:
In 2005, an gore excluder bifurcated endoprosthesis device was successfully implanted for the treatment of an aortic aneurysm with a dissection. Final scanning revealed a type I proximal endoleak. The clinician believed that the dissection appeared to be filling but not the aneurysm sac. The clinician aggressively ballooned the proximal portion of the device, however, about three weeks later, the patient rescanned to confirm the endoleak; however, the clinician was unable to confirm the endoleak. Nineteen days later, the films were sent to imaging services for review and confirmation of the endoleak. Three days later, imaging services reviewed the films and confirmed a proximal endoleak was present. There were no co-morbidities prior to the procedure. The clinician decided to continue to observe the endoleak and to investigate the best course of action.